Event description:
I had bilateral patellofemoral arthroplasties on (B)(6) 2014 and they both failed three months later causing me excruciating knee pain and inability to walk. Every time I went back to the surgeon, the x-rays showed that the implants were in place. Finally after about 11 months the x-rays finally showed bone on bone and I was told that I now needed revision total knee replacements. I had a revision ltk replacement on (B)(6) 2015 and a revision trk replacement on (B)(6) 2016. For almost 3 years now, there is a large swollen area on the lateral side of my left knee. I have pain descending steps, trying to do squats and after standing for more than 15 minutes. On (B)(6) 2017 my left knee went out on me without warning while on my stairs, resulting in falling. On (B)(6) 2017, my left knee went out on me again without any warning, resulting in me falling on my kitchen floor. All the knee surgeries were performed by dr. (B)(6) at (B)(6) hospital in (B)(6).

Event description:
Additional information received from reporter for report mw5076386 on 04/20/2018. Reporter has added additional devices.